Event description:
After rptr prepared the mayo & beck table for the procedure, rptr gowned & gloved dr upon return to the "sterile field". Rptr noticed a "brown/black/rust colored dust" sprinkled over the mayo and tp drape from chest level down. Instruments, pt drape and mayo were changed. Dr examined field, nothing was noted. At end of procedure rptr was informed air conditioner service man was on the roof, changing the filter. No post-op wound infection. Per eye office .